Event description:
It was reported that the device was explanted. Ring was removed and replaced by a bioprosthesis. Implant duration is unk. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.